Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a burning chemical smell came from the station, and the station seems to be off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, upon investigation of the device, a field service engineer noted that the solenoid was damaged caused by excessive heat. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 1 was failed. A field service engineer identified failure of the full height cubie drawer 1 solenoid, which also caused associated control boards to fail, replaced all failed components and performed thorough testing. Some discoloration on that solenoid was noted; however, a residual odor was present in the medication room due to the solenoid failure, verified that the station had no additional issues, and diagnostics confirmed that all functions were operating normally. The system functioned as intended after the field service engineer repaired the device.